Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector esd3 pin 4 was shorted to ground. Additionally the rear response button cover was missing. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor during the investigation into an unrelated issue when a reportable malfunction was found.